Event description:
Customer reports taking novorapid based on a result of 405 mg/dl obtained on the mobile system. Customer reported low blood glucose symptoms 30 minutes later; he was able to test 30 mg/dl on the mobile system and inject glucagon before passing out. An unspecified amount of time later the customer awoke and continued to eat all night to keep his blood sugar up. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Upon review of the meter memory during the investigation, only the value of 405 mg/dl was found.